Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range pacing impedances of greater than 2000 ohms. A revision procedure was done and it was noted that the lead was not fully inserted into the device header. The lead was reinserted properly and the lead remains implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The device and lead remain in service.